Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on the insulin pump. Customer just noticed a crack in her pump casing. Customer's blood glucose level is 156 mg/dl. Customer stated that the damage is on the corner of the screen up to the battery compartment. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer wanted assistance with changing her basal rates and carb ratios. Customer was advised to monitor the pump if she continues to use it. Customer is going to make changes on their own. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.